Manufacturer narrative:
The patient samples were collected in 13x100 plasma sample tubes. Centrifugation information has not been supplied to date for this event. Per the customer complaint record, qc was performing within the customer's established limits on the date of the event. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse verified that the instrument was operating within specifications by performing a passing system check, passing high sensitivity system check, and by performing low level qc within the customer's established limits. Per the service notes, the system checks performed by the fse were passing within instrument specifications two days after the event occurrence. During the service visit, the customer reported that a reagent pack may had been improperly removed from the system around the time the false negative results were generated and this may have been the cause of the erroneous results. The technician tried to unload the reagent pack the next day, (B)(4) 2011, and the pack was no longer on board the system but still appeared on board in the instrument software. The fse was not able to determine if the improperly unloaded reagent pack was the cause of the false negative results, there were no reports of error flags in connection to the erroneous results. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. Although there is potential for erroneous results to be generated when the mis-loading of a reagent pack occurs, a definitive root cause for the false negative accutni patient results has not been determined to date. User error is the root cause of the mis-loaded accutni reagent pack.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining two (2) erroneously low troponin (accutni) patient sample results within the normal reference range for one (1) patient from two (2) different samples that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Repeat testing of the patient results produced elevated results above the ami cutoff that matched other patient results and which were not being questioned by the customer. It is unknown if there was any effects or changes to treatment connected to this event. The customer could not confirm if any changes had occurred in connection to the results.